Event description:
It was reported that, "patient has experienced cement failure (competitor's cement). Surgeon removed tibial baseplate and implanted a triathlon ts tibial baseplate with stem and stryker simplex tobra cement."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.